Event description:
It was reported that a malfunction alarm with code malf 15 occurred. There was no reported impact to the customer's blood glucose level. The customer received instructions on how to reset the pump and was assisted by technical support, but the issue persisted after resetting. Consequently, the customer was advised to use multiple daily injections (mdi) as a backup therapy and was set to receive a replacement pump. Additionally, the customer was instructed on how to store the defective pump and return it using a pre-paid label within 10 days.